Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the vela ventilator getting high vte (end tidal volume) both delivered and monitored. Set 500ml, vti (inhaled tidal volume) is within range, vte (end tidal volume) mon 692ml, del 557 ml. As of this time, there is no information about patient involvement associated with this reported event.